Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 200 ohms. Commanded shocks were delivered via the device and subsequent shock impedance measurements were 36 ohms. Possible causes of the high shock impedances were discussed. No additional adverse patient effects were reported. The device remains in service.